Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced high impedance upon implant. The lead continued to show trends of varying high impedance while implanted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.